Event description:
It was reported that the patient¿s neighbors (B)(6) network satellite tv was interfering with his device and causing him pain. The patient¿s property owner wanted to know if this was possible or there were any types of ¿filters¿ available for their device or from the satellite tv company that could help.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).